Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported transducer (xdcr) faults on the vela ventilator that can not be cleared. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.